Event description:
Customer reports to have received a compromised forced sensor alarm. Customer states drive support cap appeared normal. Customer's blood glucose was 439 mg/d, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to cracked end cap. No compromised force sensor system alarms noted. The device had cracked case at battery tube threads, minor scratched lcd window, and stained end cap sticker.